Event description:
On (B)(6) 2025, a patient (pt) reported developing "ulcers due to lens use" when wearing an acuvue® oasys® brand contact lens (cl) in the right eye (od) "about 5 years ago." The pt does not have additional product information or suspect lens as "it happened long time ago." The pt did not remember the treatment provided nor the location of the ulcer. After treatment for the ulcer, the pt recovered and was able to return to cl wear with no "permanent problems." The pt's current doctor recently examined the od and did not find any trace of the ulcer. On 18dec2025, additional information was provided. The pt provided contact information for the treating doctor. On (B)(6) 2025, a call was placed to the pt¿s treating eye care provider¿s (ecp) office and an associate advised that the pt was seen in (B)(6) 2021 (exact date not provided) for a corneal ulcer and had ¿few" follow-up visits in (B)(6) 2021. No additional information could be provided without a medical consent release signed by the pt. On (B)(6) 2025, a call was placed to the pt requesting the pt contact the doctor and sign the medical release form so the diagnosis and treatment for the event can be verified. Additional attempts were made to contact the pt to sign the medical release on 24dec2025 and 31dec2025 with no success. The pt¿s od corneal ulcer is being reported as a serious adverse event as the diagnosis and treatment could not be verified with the treating doctor. The date of the pt¿s event is being reported as 01aug2021 as the exact event date is unknown. The od suspect product lot number is unknown. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.